Event description:
On (B)(6) 2011, patient reported insulin is leaking in her infusion device. Patient stated, she feels like she is not getting insulin because of the leaking. Patient reported, the issue started about a week ago. Patient stated, she was not at home when she noticed insulin had started pooling inside of the cartridge compartment of the infusion device. Patient reported, she tried changing to a new insulin cartridge and new infusion set but the same thing continued to occur. Patient stated, she has tried 4 new cartridges but insulin continues to leak from the cartridges. Patient reported, it almost seems like condensation because the bottom of the insulin cartridge and around it is damp. Patient stated, she feels like insulin is leaking and not delivering because her blood glucose levels are running high. Patient reported, her blood glucose levels are running around 500 mg/dl. Patient's target blood glucose range is 80-140 mg/dl. Patient stated, she is giving herself insulin injections and this has brought her blood glucose levels down. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.